Manufacturer narrative:
Na.

Event description:
The customer received questionable calcium results for several patient samples. The customer removed the reagent pack, loaded a new pack of the same lot, ran qc which was in range, and repeated patient samples. Of the data provided for three patient samples, only the results for one patient sample were discrepant and reported outside the laboratory. The initial result was 6.4 mg/dl and the repeat result was 9.4 mg/dl. The initial result was reported outside the lab. The repeat result was believed to be correct and a corrected reported was issued. The patient was not adversely affected. The reagent lot number was 61306101 with an expiration date of 06/30/2016. The customer stated the issue was a clog in the nozzle next to the squeegee plunger. The field service representative found the high concentration rinse nozzle was blocked by a contaminant which the customer removed. The customer ran precision testing and qc which were all within specifications.